Event description:
Patient underwent left index tka. Patient presents with pain and is studied for infection. He is revised for pji on (B)(6) 2021. All components were exchanged (used an all poly tibia). Patient persists with infection and he is revised again for pji on (B)(6) 2021. All components exchanged.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following device were also listed in this report: triathlon cr fem comp #6 l-cem; cat#5510f601; lot#ht44c. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.